Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had a touchscreen failure. There was no patient involvement at the time the issue was discovered.